Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the physician did not feel the patient received inappropriate therapy.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate therapy for supra ventricular tachycardia (svt) versus fast ventricular tachycardia (vt) as was detected by the implantable cardioverter defibrillator (ICD). The ICD remains in use. No further patient complications have been reported as a result of this event.